Manufacturer narrative:
Conclusion: the reported information does not indicate a potential manufacturing issue. The clinical observation was likely related to the patient's native valve.

Manufacturer narrative:
No product has been returned. Without return of the product, no definitive conclusions could be drawn regarding the clinical observa tion. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that this annuloplasty band was explanted immediately following implant due to an unsuccessful attempted valve repair, during which valvular regurgitation persisted. A medtronic mitral tissue valve was successfully implanted. No adverse patient effects were reported.